Event description:
It was reported that high, out of range, pacing lead impedance was observed during the implant procedure. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.